Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. (B)(4).

Event description:
It was reported that underfill/low draw occurred while using the unspecified vacutainer citrate blood collection tubes. The following information was provided by the initial reporter: when using the tube, it found that the tube has low draw issue.